Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-13274. It was reported the patient was experiencing persistence pain in his right flank area when his stimulation was turned off. The patient stated the pain had gotten worse when the stimulation was on. The patient declined being reprogrammed. Follow-up information identified the patient was seen on (B)(6) 2013 by a nurse practitioner to remove his staples. The patient had swelling at the knee and weakness in his right leg. The patient was also complaining about pain. X-rays were taken and confirmed the patient's lead had not migrated. Reprogramming was able to capture stimulation in the patient's left leg. The patient had gotten "jolted" when programming was tried using contacts 3-6. The patient's physician opted to explant the entire scs system.